Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that there was no communication between the pleora and viewing station of the imaging system. The representative found that the x-ray batteries were not properly holding a charge. The representative reported that they replaced the batteries on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for analysis.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the imaging system displayed "stand-alone mode" on the pendant. The viewing station of the imaging system started up without fault. Restarting the system and reconnecting the interface (umbilical) cable did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the batteries were discarded at the site and unavailable for evaluation. The hardware investigation of the returned pleora found that the reported event was related to an electrical issue. The tester installed the pleora box in a test imaging system and the system remained in standalone mode. The system would not communicate due to the issue with the pleora box. The reported event was confirmed.